Manufacturer narrative:
Analysis was normal no anomalies were noted. A complete lead with a clip-on-tool was returned in one piece for analysis. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be retracted and clogged with blood / tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that no capture was observed on the right ventricular lead. Dislodgement was confirmed. The lead was explanted and replaced. The patient was doing well.